Event description:
New information received states that nonsustained lead noise due to post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were recommended. No further information is available.

Event description:
New information received states myopotential oversensing signals were still observed. Programming change was made. The patient condition is fine.

Event description:
New information received indicated that a merlin transmission revealed multiple non-sustained right ventricular oversensing episodes months after the device was reprogrammed. Myopotentials is still observed. Further programming changes were recommended.

Event description:
It was reported that via remote transmission, non-sustained lead noise was observed. Upon review of episodes myopotential oversensing was noted. Programming changes were recommended.